Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the facility identified that the ims morphine syringe was not available on the compatible syringe list for patient controlled analgesia (pca) module while upgrading to new alaris system and received new gre v12.1.3 software with an insert that implied otherwise. The customer is requesting future gre instructions do not include instructions on the ims syringes. There was no patient involvement.